Event description:
Received information that multiple occlusion alarms occurred with multiple cartridges. Reportedly, customer blood glucose level was high (500+). Customer administered an injection of novolog to reduce blood glucose level.

Manufacturer narrative:
Follow up with the customer indicates no additional occlusion alarms have occurred. Additionally, blood glucose levels have greatly improved and are within target range (117). The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.